Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that a request was made to have data from this pacemaker analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. The patient underwent a surgical intervention to replace the device. No additional adverse patient effects were reported.

Event description:
It was reported that a request was made to have data from this device analyzed, which showed the battery appeared to be depleting more quickly than expected. The device remains in service but replacement was recommended. No adverse patient effects were reported.

Event description:
It was reported that a request was made to have data from this pacemaker analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. The patient underwent a surgical intervention to replace the device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.